Event description:
It was reported that the patient presented with infection and skin erosion at device pocket site during follow-up in clinic. The device pocket was noted to be redness, swelling and discharge. The implantable cardiac monitor (icm) was explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The device was returned due to infection. Reported event of under-sensing was not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. No evidence of abnormal sterilization was found in the sterilization records. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including sensitivity test found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
New information received notes that there was under sensing noted in the event.